Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 16.0 mg/ml hydromorphone at 3.737 mg/day and 200.0 mcg/ml clonidine at 46.72 mcg/day via an implantable pump for spinal pain. It was reported that the patient had "had things go down before" and gotten very sick when he had run out of medicine. "Something" caused him to not have medication and the patient got very ill. The patient experienced "very serious withdrawal" that could cause a heart attack for someone with high blood pressure. The patient had "a lot of surgery" in his time, so that may have explained why the pump "was down". It was not known when this happened before. No further issues were reported or anticipated.